Event description:
A (B)(6) male pt contacted zoll customer support to report that his response button fell off the monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response button damaged) was confirmed. Upon eval, the rear response button was non-functional. The cause was the rear response button was missing it's metallic conductive component. The response button's plastic cover was also missing. The root cause for the missing metallic dome cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged response button. The pt was provided with a replacement monitor.